Event description:
The article, "anticoagulation therapy and related outcomes among asian patients after bioprosthetic valve replacement", was reviewed. The article presented a retrospective, multicenter study to identify the optimal international normalized ratio (inr) range for asian patients during a 1-year follow-up after tissue valve replacement. Devices included in the study were hancock ii, st. Jude epic, trifecta, mosaic, magna ease/perimount, and unknown. The article concluded that for patients who underwent tissue valve replacement, the bleeding risk was elevated when the inr was greater than 2.0, but the risk of thromboembolic event increased only when the inr was lower than 1.84 in the atrial fibrillation (af) group and 1.7 in the non-af group, regardless of whether the patient received aortic valve replacement (avr), mitral valve replacement (mvr), or double valve replacement (dvr). [The primary author was tang-yu liu, american college of cardiology, washington, d.c., u.s.a. The corresponding author was shao-wei chen, division of thoracic and cardiovascular surgery, department of surgery, chang gung memorial hospital, linkou medical center, chang gung university, no. 5 fuxing street, guishan district, taoyuan city 33305, taiwan, with corresponding email: josephchen0314@gmail.com]. The time frame of the study was from 01 january 2001 to 31 december 2018. A total of 1059 patients were included in the study. Of the 1192 total devices involved, 640 (53.7%) were abbott. The average age was 65.5 years, the average weight was 58.9kg, and the majority gender was male. Comorbidities included chronic obstructive pulmonary disease, chronic liver disease, chronic kidney disease, hypertension, hyperlipidemia, diabetes, infective endocarditis, rheumatic heart disease, lung edema, gout, peripheral artery disease, malignancy, prior ischemic stroke, prior myocardial infarction, history of bleeding (gastrointestinal, intracranial, major), and heart failure hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: anticoagulation therapy and related outcomes among asian patients after bioprosthetic valve replacement.

Manufacturer narrative:
Summarized patient outcomes/complications of anticoagulation therapy and related outcomes among asian patients after bioprosthetic valve replacement were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, chronic liver disease, chronic kidney disease, hypertension, hyperlipidemia, diabetes, infective endocarditis, rheumatic heart disease, lung edema, gout, peripheral artery disease, malignancy, prior ischemic stroke, prior myocardial infarction, history of bleeding (gastrointestinal, intracranial, major), and heart failure hospitalization. Some of the complications reported were stroke, thrombus, hemorrhage and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: anticoagulation therapy and related outcomes among asian patients after bioprosthetic valve replacement.

Event description:
N/a.